Event description:
It was reported that customer experienced repeated cgm error alarms on pump, including cgm error 42 occurring multiple times without the pump being reset. There was no reported impact to the customer¿s blood glucose level. Customer agreed to continue using current pump for insulin delivery until replacement pump arrived, and technical support arranged pump replacement under warranty, confirmed shipping details, instructed customer to place problematic pump into storage mode before return, to reprogram pump settings and reconnect cgm on replacement pump, and to return malfunctioning pump using prepaid label within 10 days.